Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and was undersensing p waves. The patient was experiencing bradycardia. The lead remains in use and the physician will continue to monitor the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.